Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed. The lead was capped and replaced on (B)(6) 2016 when lead repositioning was unsuccessful due to the helix being unable to retract. The patient was in stable condition before, during, and after the procedure.